Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Limited information was received to report that a physician attempted to use a venaseal kit during patient treatment. It is reported a doctor is said to have inserted the wire into the renal vein. The procedure was not completed. Due to an injury resulting from this, the patient died. It is unknown if the venaseal contributed to the event. No further information is available.